Event description:
Dr (B)(6) was performing a liver biopsy using biopince biopsy device on (B)(6), 2010. The pt complained of "excruciating pain" and he withdrew the device. He noticed a large "burr" on the side of the distal end of the cannula. He did get a full intact sample, but refused to use any further product from the box.

Manufacturer narrative:
One used biopince device, and three sterile samples from the reported lot number were returned for investigation. The pincer is bent and curled under. The three sterile devices returned from the same lot number were test fired into beef kidney with no defects reported. The defect was duplicated by firing the device into the styrofoam. The styrofoam prevented the pincer from diving into the pincer window as intended; it also prevented the pincer from moving further on the cannula and thus causing it to curl under. As in the complaint, a sample was still collected. This would replicate the effect of the device hitting hard tissue/calcified lesion preventing the pincer from functioning as intended during the procedure. No defects or deviations noted on batch record. We will continue to monitor and trend.